Event description:
It was reported that during a stomach tube formation procedure, the device delivered an incomplete staple line. Additional suturing was performed. There was no adverse patient consequence.